Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-45, lot# v186426, implanted: (B)(6) 2009, product type: lead. Please see manufacturer report # 3004209178-2016-19485 for information on the patient's concomitant system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had her implant replaced due to expected longevity of the implant. The patient stated that when they went in for surgery there was so much scar tissue "it destroyed the wires" on her right side. Further information received from the consumer reported that the left device was going dead and she kept seeing a call the doctor message and it was in there for nine years so they put a new one in. After the device for the left side was removed the surgeon placed a device from another manufacturer and used the existing lead. The right side device was taken out but they could not get the wires. The wire in the patient's neck was so destroyed, she had so much scar tissue, and when the surgeon looked they could see that the wire was overtaken by scar tissue and that was why it was not working right or able to do the job. The patient stated that it was a hard thump from the device and the pounding irritated, it was not relaxing, so she told them to take the implant out. When attempting to clarify the patient stated that she did not know if they took it out as a lot of the wiring was left in and she did not get another device as the wires were too damaged from the scar tissue. The patient stated she took a couple of falls a couple of years ago and thinks that is why the left side lead moved over. The patient reported that they were able to move the left side lead back when they put the new device in. The patient noted that the wires were either destroyed or thrown away with the battery and what they could not get out was left inside her. The indication for use was post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.